Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in good condition with no noted external damage. The event history log revealed a check clutch / plunger lever error; motor rate error not noted. Occlusion test performed and confirmed check clutch error but inability to verify motor rate error. Based on the evidence, the root cause could not be determined. However, the abnormal wear of the clutch halves could have been noted to cause the complaint. The pump was repaired and passed functional testing.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.